Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
During inflation, the product could not pressurize. Limited information provided. No injury reported.

Manufacturer narrative:
(B)(4). One (1) used inflator syringe, with packaging, was returned for evaluation. Visual examination of the inflator syringe noted no visual defects. The inflator syringe was pressure tested, per specification, with passing results. Based on the results of the sample evaluation, the product met internal specifications. Therefore, the reported defect of inflation failure was not confirmed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.